Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found a deformed outer insulation approx. 210.475 mm from the terminal pin, likely explant damage. The electrode tip found no anomalies. Visual inspection found dried blood around the helix housing and tissue entwined in the helix. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of placement difficulty.

Event description:
It was reported that this right atrial (ra) lead was explanted because the lead was taken out during a case, and was unable to be repositioned. A new lead as successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted because the lead was taken out during a case, and was unable to be repositioned. A new lead as successfully implanted. No additional adverse patient effects were reported.